Event description:
(B)(4). Initial report: this case was reported by a physician (= patient) and involves a (B)(6) female. One week after treatment with five ampoules of poly-l-lactic acid (sculptra, performed by dermatologist), she developed three nodules; one nodule was visible (described as one big yellow nodule at one side of cheek). The dermatologist tried to aspirate the content of the nodule, however, without any success. Within the next 2-3 weeks, the female recognized a formation of more nodules, partly visible (i.e. One big fluctuating nodule at the corner of the mouth). Medical history includes porphyria variegata (facial skin is not affected), therefore any therapy with antibiotics is limited. An intralesional injection with cortisone was refused by the female, an injection with nac1 is planned. Additional information received on (B)(4)-2008. Assessment after ptc investigation: batch record review without hint to root cause; no faults, damages, defects detectable, conclusion: no faults detectable.